Event description:
The customer reported that they were getting stator not on error messages during cases.

Manufacturer narrative:
(B) (4). The customer found a broken wire to the stator in the hv cable and repaired it. The system is up and running and he cancelled this call.